Event description:
Resident fell to the floor from mesh sling lift. Strap retainer spring (70098) malfunctioned.

Event description:
Angel normandin contacted us in 2005 about a broken spring and an incident. I know they replaced the spring but I did not receive their report. Co did not inspect the lift because they told us what the problem was and corrected it. Note: in tests co found this spring to break if not used in the manor co show in their literature, but event then it took many trys before it failed.